Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified surgical technician reported the surgeon observed a blue fiber in the incision wound during the patient's three week postoperative visit. The fiber was removed during the postoperative visit. The surgeon reported they are not sure of the fiber's origin and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. This is one of three complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The customer reported that they found a blue fiber in the incision wound post-op. A specimen cup was returned and visually inspected. Various debris were found on a folded piece of scotch tape inside the specimen cup. The debris was examined microscopically, and a dark blue, natural appearing fiber was observed. The blue fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir) and the closest match was found to be cotton. While the customer¿s complaint was confirmed, the definitive root cause of the cotton found inside of the pack cannot be determined. Possible root causes include an error in the warehouse, an error made during the custom pak internal manufacturing process and an error made during one of the supplier¿s manufacturing process. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. In addition, measures are in place to ensure that the proper procedures are followed when packaging custom paks. These procedures include, but are not limited to a clean work surface, storing product properly and ensuring components are correct. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. It is recommended that the customer place the surgical instruments on a mayo tray and if applicable avoid placing them directly on a mayo stand cover or the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments and help to reduce the risk of lint getting into the patience eye. The manufacturer internal reference number is: (B)(4).